Event description:
The sensor transmitted a dampened waveform reading. A pulmonary embolism was identified, and the site believes this to be the cause of the dampening. The site confirmed the cardiomems did not cause the embolism. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.